Event description:
It was reported that the sulox head spontaneously broke.

Manufacturer narrative:
Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 (see (B)(4)), this complaint has to be reported to FDA retrospectively. The device has been received and investigated. No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. Seven fragments of the fractured femoral head was received. All the fragments could be assembled but approximately 4 percent of the implant volume was missing. On the surface of the cone, primary metal traces were found distally on some fragments and proximally on other fragment. They were grayish in color and reflecting the taper surface. Those traces were not distributed homogeneously around the cone. Secondary metal traces were found free of pores and inclusions and the edges were found to be rounded and chipped. The articulation surfaces showed no visible defects: no traces of wear, no cracks and no scratches. Intense secondary metal traces were visible on the articulating surface of a fragment. Conclusion: primary metal traces of the metal taper in the ceramic cone, grayish in color and reflecting the taper surface structure, were formed all over the circumference upon correct initial positioning of the femoral head on the taper. Such primary metal traces were found only locally on the cone surface. Based on the examination carried out, correct positioning of the femoral head on the metal taper could not be confirmed. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).